Manufacturer narrative:
(B)(4). This lot was manufactured on march 25, 2013 to march 26, 2013. Evaluation summary: a visual inspection identified that the devices bladder was ruptured. A microscopic inspection found that there was a marking located on the exterior surface of the bladder near the rupture line. The cause of the rupture is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured at the end of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.